Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to recurring incontinence.

Manufacturer narrative:
Based on the information available, the cause that contributed to the reported recurring incontinence cannot be established as the product was not returned for analysis. The reported patient symptom is a known risk associated with sling procedures and is noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to recurring incontinence.